Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On ''10/11/02/2023'', it was reported by a sales representative via (B)(4) that (2) ar-8500obe oval burrs stripped out at the junction point between the hub of the burr and the shaver handpiece. This occurred during a rotator cuff repair on (B)(6) 2023where the surgeon wasn't applying a lot of pressure or torque. The case was completed using a third ar-8500obe. There was no effect on the patient.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8500obe batch unk was received for investigation. The instrument was visually inspected, and it was found that the inner hub was damaged/broken. No functional test was performed because the instrument was damaged. The failure may be related to an ncr-24360, but it cannot be verified because the batch number was not provided. Misuse is the most likely cause.